Event description:
Tip up fenestrated grasper instrument tagged "broken wire." Wire broken and frayed upon visualization. No other documentation found on the instrument failure. 8 out of 10 lives remaining. Instrument UDI (B)(4) listed under manufacturer's medical device correction grip failures from intuitive. (B)(4).